Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient said it was wonderful when they first got it. Patient stated they were wearing 3 pads now and peeing all over the couch when trying to get up. Patient stated they would bump it up and then it felt like it stopped. Patient would go to check the device and the lightning bolt was gone and it had shut off. Patient stated the day of the call they had changed programs and increased stimulation. Patient was able to sync with the programmer on the call and it showed stimulation was off. Patient reported they were doing the correct actions and the stimulation was shutting off on its own. Therapy was turned back on during the call. Caller was redirected to their healthcare provider to see why the stimulation was turning off on its own. Caller reported they were peeing like a race horse. No further complications were reported or anticipated.